Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t-wave oversensing. No interventions were made. There were no patient consequences.